Event description:
It was reported the video system center had no digital visual interface output and touch screen failure. The issue occurred during preparation for use for a hysteroscopy procedure. The diagnostic procedure was completed using same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. "The device was returned to olympus for inspection, and the reportable malfunction [no dvi (digital visual interface) output] was confirmed, while the malfunction [occasional touchscreen failure] was not confirmed." A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction (no dvi [digital visual interface] output) is likely due to a faulty dx printed circuit board. The malfunction (occasional touchscreen failure) was not confirmed during inspection at the repair department. Thus, we could not surmise a cause. Olympus will continue to monitor field performance for this device.